Manufacturer narrative:
(B)(4). One used infusor unit (code j2c1976j, lot 13j079) was received with an attached 2ml pcm unit (code j2c1067, lot 13h025). Visual inspection of the infusor and pcm unit shows no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed separately on the infusor and pcm unit. The pcm unit was not attached to the infusor unit during the flow test. At the end of the flow test period, both the infusor and pcm units produced flow rates within the specification range of the products. Per japan's special request, a functional test was also performed by attaching the pcm unit to the infusor unit. As a result, the flow rate was found to be within the specification of the product. Based on the evaluation finding, the reported condition was not confirmed for both the infusor and pcm unit. A batch review will be conducted. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion occurred during use of a patient control module (pcm). The device was being used in a setup with a basal/bolus infusor at the time of the event. The infusor had been filled with 10 ml fentanyl citrate, 68 ml saline, and 2 ml droperidol. The nominal delivery time of the infusor is 2 days; however, it was reported that the infusion completed in approximately 15 hours. The reporter stated that the device¿s medication demand button had not been pressed during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13h025 was manufactured between august 8, 2013 and august 14, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample evaluation concluded that the product performed within product specification. Should additional relevant information become available, a supplemental report will be submitted.